Event description:
Additional informaiton was received that the physician would like to continue to monitor closely as the patient has multiple co-morbidities; the physician does want to change out at this time due to risk to the patient. At this time the system remains implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
An additional inquiry was made for a update based on remote monitoring data. The information was reviewed by the engineers, however, the patient had not done a recent download so a current data analysis could not be provided. Information was received from the field representative that once the patient does an upload then further evaluation will be requested. At this time, the system remains implanted.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appears to be depleting more quickly than expected. Device replacement was recommended. At this time, the device remains implanted and the physician is monitoring, and the information will be re-evaluated in approximately a month. No adverse patient effects were reported. This device is included in the subset of devices described in the low voltage capacitor product advisory that was communicated on august 29, 2013. This device experienced behavior consistent with that advisory communication; however, detailed laboratory analysis is required to determine if the device did, in fact, experience that low voltage capacitor issue.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Recently, additional data analysis was performed on information sent in from the field, and it was noted that therapy from the device may be compromised. The information was going to be reviewed with the patient's physician; it was noted the patient was very ill and may not be a candidate for surgery. Additional information was received that the patient was in hospice care and tachy therapy from the device was programmed off.

Event description:
--